Manufacturer narrative:
The customer did not supply the patient's weight. The accutni+3 reagent was not returned for evaluation. The cause of the event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible elevated troponin I (access accutni+3) result involving the access 2 immunoassay system (serial number (B)(4)). The initial result was greater than the customer's reference range and was reanalyzed per the laboratory's policy. The customer reanalyzed the patient sample two times on the same access 2 immunoassay system and obtained results within the customer's reference range. The customer stated the initial elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, precision run and system check parameters were recovering within specification. The sample was collected in a lithium heparin plasma separator tube and centrifuged at an unknown speed for 3 minutes at ambient temperature. No issues with sample integrity were reported.